Event description:
Caller reported false negative urine hcg results on sure-vue test. Patient was originally tested on a different lot of sure-vue product on (B)(6) 2010 (included on another medwatch report). On (B)(6) 2010, patient was tested again on this lot of sure-vue product with a negative result. Patient called client on (B)(6) 2010 to inform them that a serum test gave positive results (with twins). No quantitative value or additional information provided.

Manufacturer narrative:
Control lot: 20 miu/ml hcg urine lot: hcg100223-01, 100 miu/ml hcg urine lot: hcg100513-01, 228.6 iu/ml hcg urine lot: hcg100420-02. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 228.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found.